Event description:
The procedure was a fem/iliac vein thrombectomy, via popliteal vein access. The physician was not able to infuse tpa through the infusion port, even when pushing hard. The physician deflated the balloons and tried to infuse and still could not. When the physician, re-inflated the balloons the distal balloon ruptured.

Manufacturer narrative:
The device history record (DHR) review was conducted for product code bvt812030, lot# 551389, which was manufactured in august 2012 and the expiration date is august 2014. This lot was 100% visual and functional inspected with no defects detected. Additional information has been requested. Should it become available a supplemental report will be submitted.